Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving high voltage therapy. Upon review, the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing for supraventricular tachycardia. No intervention was performed. No patient consequences were reported.